Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03278, 0001822565-2019-03700.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty and subsequently the patient was revised due to a fracture at junction of stem. No further event information available at the time of this report.